Event description:
Full hip replacement in 2006. Just had revision surgery (B)(6) 2018 due to cobalt/chromium poison. Surgery was to remove femoral head and replace. I found out to get blood tested in 2016 for metal poison since I developed kidney disease and had pain in area. Recent surgeon said metal poison caused by significant trunnionosis. I have all documentation including multiple scans, blood tests, and x-rays; sad. I would have had revision surgery sooner but no dr ever told me to have my blood tested for cobalt/chromium poison. I only found out through my wife's friend whose husband was waiting for a kidney transplant from metal poison. Then I started to get blood work in 2016 and thereafter increased threefold until revision surgery in (B)(6) 2018.